Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 14951060.

Event description:
It was reported that the patient had a non device related infection. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively and the explanted device components will not be returned.